Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024 d4 batch #: a9e31m investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. No all functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to verify the condition of the internal components and no anomalies were found that could have caused a continuous activation. The damage on the shaft is related to improper use of the device. It is possible that this issue could have caused the hot sheath reported. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9e31m, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap. Hysterectomy the instrument switched on/activated itself without the operator pressing the activation button and it became extremely hot. The instrument was disconnected from the cable/generator, no further attempt to connect the scissors. No adverse patient consequences.